Event description:
A customer reported potential discrepant result for troponin on the aia-900 analyzer. The customer reported the critically high result of 0.55ng/ml to the patient's physician. The customer clarified that per lab policy, a critically high result was to be reran for confirmation. The patient sample was rerun twice with a result of less than low. However, when the updated result was reported to the patient's physician, the patient had already been treated based on the high result. The treatment provided was unknown. The customer stated after treatment, a new sample was drawn and ran two times. Both times the result was the expected less than low. The customer confirmed there were no issues with quality control (qc), calibration, or proficiency testing. Technical support specialist (tss) advised the customer the cause was most likely a patient sample problem, possibly an air bubble or fibrin clot. The customer agreed with the tss that this is most likely a user error issue. No further action required by technical support specialist. The analyzer is operating as expected. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 02may2024 through aware date 02jun2025. There were no similar complaints identified during the search period. The analyte application manual for troponin states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Troponin I results should never be used as the single determining factor in treatment of the patient. Physicians should be made aware that published literature indicates possible interference in troponin I assays - i.e. Both false positive and false negative results.16, 17 studies on patients diagnosed with myocarditis and dilated cardiomyopathy indicate that disease specific cardiac autoantibodies may be present in the serum and plasma of these and other patients.18-20 autoantibodies are generated against cardiac proteins and this could potentially cause false negative results if the autoantibodies produced interfere with the epitopes utilized in a particular manufacturer's assay. Patient samples may also contain human anti-mouse antibody (hama) due to either natural antibody production or antibodies produced in response to therapy regimens. Hama may cause either false positive or false negative results in assays using mouse monoclonal antibodies. Other heterophile antibodies are also known to interfere in assays of this type. St aia-pack ctni 2nd-gen has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. Results from this or any other in vitro diagnostic procedure which do not correlate with the clinical presentation of the patient should be interpreted with extreme caution. The use of a single ctni result on a patient should be discouraged. As with the other cardiac markers, a temporal pattern of rise and fall over time should be observed to aid in accurate interpretation of the results. Users are reminded that elevations in ctni can occur for reasons other than myocardial infarction, and lack of a ctni value over a certain value does not preclude ami or serious cardiac injury. Assays from various manufacturers may yield different results. Reactivity of the epitopes used in the assay vary with the form of ctni present in a specific specimen. Also, assay calibration between manufacturers is not standardized. Using st aia-pack ctni 2nd-gen, the highest concentration of troponin I measurable without dilution is approximately 115 ng/ml, and the lowest measurable concentration is 0.06 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 115 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 115 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples containing fibrin may exhibit either falsely elevated or falsely decreased results. Fibrin must be eliminated in the sample before assay begins. No patients with skeletal muscle disorders were studied. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values each laboratory should determine a reference interval corresponding to the characteristics of the population being tested and the sample type being used. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient.21 troponin I results should be used in conjunction with the total clinical presentation of the patient. Protocol used for specimen collection intervals will have an effect on cut-off values since measurable troponin I may not be detected until 4 ¿ 6 hours after onset of symptoms in an ami. Interpretation should be made in light of the time interval between symptoms and specimen collection. Reference ranges to determine the expected values of the st aia-pack ctni 2nd-gen in a healthy population, 40 apparently healthy male and female volunteers were tested. All samples tested gave results below the sensitivity limit of the assay. In light of literature reports concerning false positive results due to rheumatoid factor, heparinized plasma from 10 patients with abnormal elevations in rheumatoid factor were tested. All results were less than the sensitivity limit of the assay. Thirty-five hospitalized patients whose diagnosis did not include a cardiac component and who had elevated bun and creatinine results (bun 36 ¿ 120 mg/dl; creatinine 1.5 ¿ 5.4 ng/ml) were evaluated with the st aia-pack ctni 2nd-gen assay. All results were less than the minimal detectable concentration of the assay. Each laboratory should establish its own diagnostic cut-off value based on the patient population and the collection protocol. The most probable cause of the reported issue was due to a patient sample problem, cause traced to user error.